Event description:
It was reported that during a vats lobectomy procedure a newly opened ats45 was used with a white reload to cut a vein but the stapler was stuck in the middle of the firing. He tried another reload but seemed the stapler could not be used. The surgeon opened another one and continued the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). When the device was stuck in the middle of the firing, did it deliver a partial staple line and partial cut line? Yes. When the device was reloaded, did the device fire at all? No. Were any additional cartridges used other than white? If yes, please describe the color. No. Only white. Were any of the forces higher or lower than expected (closing or opening)? Higher force was noticed. When the device was reloaded, did the device partially fire (staple line and cut line equal)? If no, what was the issue with this firing? The device didn¿t fire and the surgeon felt the stapler was locked. Just for clarification, was the device difficult to open? No. Just for clarification, was the device difficult to close? No the analysis results found. That the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. Event could not be confirmed as the device opened and closed without any difficulties noted. The product met all in-process and finished goods specifications upon release of the product.